Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, a patient underwent removal of a trochanteric fixation nail advance (tfna) nail that presented mobility after insertion in the primary surgery on (B)(6) 2018. In the surgery of (B)(6), in the step where the yellow guide sleeve is used in the assembling process, the scrub nurse realized that the piece was damaged. When it was time to insert the yellow drill sleeve, the drill didn¿t pass through. The guide couldn¿t be used so the surgeon had to insert a 32cm needle guide without the drill guide. When the doctor tried to insert the helical blade, it was not in the correct position and when wanted to block the blade it did not lock correctly. When removing the nail and the helical blade on (B)(6) 2018, both were damaged. The nail and the helical blade were replaced with new devices. Procedure was successfully completed with unknown surgical delay. Patient outcome is unknown. This report is for an unknown locking screw. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Additionally, device history record reviews could not be requested as specific part and lot numbers for the associated devices were not provided. This report is for an unknown distal locking screw for nails/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown distal locking screw for nails.